Event description:
The customer reported an employee who experienced a reaction when working around their sterrad. The customer reported that the room where the units are gets 10 air exchanges an hour. The employee complained of watery eyes while she was standing in front of the unit when it was not running. The employee reported that she did not touch the load and that her symptoms disappeared when she walked away from her unit. The employee did not seek medical attention or require treatment. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse assessed the unit, and was not able to duplicate the issue. It has been requested that the fse go back to the facility, and assess their other two units.